Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device was unable to issue medication. The customer reported that the drawer would not open when attempting to dispense medication, which prevented normal operation of the system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was unable to issue medication because the drawer would not open. A technical support specialist had the client log out completely and then sign back in. The system functioned as intended after the technical support specialist investigated the issue.